Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the footswitch was not responding during a procedure. The footswitch was exchanged and the procedure was completed with no patient harm.